Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber scratched, bending section rubber glue cracked, and low angulation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii bronchofibervideoscope exhibited b30 scope communication error. The event occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a final root cause of the b30 error was unable to be identified. However, the following are probable causes for the b30 error: a) temporary bad electrical contact of scope connector internal circuit board due to influence of moisture/water which invaded the device by reasons such as the following. - stress applied to open venting connector accidentally while the device was being under water. - foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be close. - when used with reprocessor, leak test air tube was broken/inadequately connected, or packing of reprocessor/leak test air tube was broken. Then, moisture invaded the scope connector that invaded tube when leakage was detected. - the device which sterilization cap was attached, immersed in reprocessing liquid. - the connector cap of leakage tester was attached to wet venting connector. - leakage tester was attached/detached while the device was being under water. B) temporary failure of ccd-unit and/or internal circuit board at scope connector by device handling below. - system ground wire was not connected. - insertion/removal of scope connector while the power of system was on. - dirt and/or moisture adhered to the scope connector contacts. C) obstructed movement of ccd-cable caused misalign/kink/ breakage of ccd-cable. D) failure of the system the following is included in the instructions for use: "operation manual: important information ¿ please read before use: precautions: - do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. - turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.